Manufacturer narrative:
H6; code 400: damaged firing mechanism. Facility experienced an event with endopath* ets flex on 6/19/97 while performing a lap cholecystectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974304. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number k00v4y; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan codnition, bent and position/condition of wedge sleds, partially fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechamism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, n/a. Analysis conclusion: based upon info received and visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. The returned cartridge had a bent lockout tab on the pan which indicated that the instrument's firng cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempted to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was use during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device jammed in the middle of the firing stroke. There was no pt consequence.